Event description:
It was reported that the patient was experiencing difficulty charging the ipg. A computed tomography (CT) scan was taken which showed that the ipg had tilted inward. The patient underwent a pocket revision procedure and the device remains implanted.